Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during repair of a traumatic transection of the thoracic aorta (ta), the balloon pushed to aortic graft out of place. The physician chose to implant an aortic extender graft. The device was deployed, then migrated 2 or 3 mm, partially covering the left common carotid artery (cca) and completely covering the subclavian artery (sa), and part of the descending thoracic aorta (dta) with the pseudoaneurysm. Due to the potential for embolization into the cca, the physician decided to recover the stent and pull it proximally. The physician advanced a 28 mm occlusion balloon, however, further manipulation actually pushed the graft further toward the heart since the aortic arch was larger, and finally into the ascending aorta just proximal to the right innominate artery where it was not obstructing any branches. Several other attempts were made to try to pull the graft back to the aortic arch, but all were unsuccessful. Three aortic extender grafts were implanted and successfully occluded the transection. The migrated graft in the ascending aorta was then surgically removed via an ascending aortotomy. The explanted graft was discarded at the facility. The physicians opinion is that this was not a device failure - just used in a non-indicated manner. The patient was stable during this event and is reportedly "recovering at home."